Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge was leaking from the septum. Additionally, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer declined to perform a cartridge change while on the phone with cts and declined a follow up. Customer's blood glucose was 108 mg/dl.